Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed, and the probe unit was kinked. Based on the results of the investigation, a definitive root cause to the broken and kinked device could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the ultrasonic probe was broken. This event was found during device reprocessing. There were no reports of patient involvement. Broken.